Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an scs permanent trial procedure on (B)(6) 2021, the procedure was aborted after the epidural space was accessed, but the lead will not stay posterior after multiple attempts.